Event description:
Patient's nurse called in to report a therapeutic shock delivered to patient. Customer care spoke to the patient who stated that they were sitting on the edge of the bed watching tv when they heard an alert and then was shocked. Patient further stated that they are feeling fine. Customer care went over the importance of pressing the alert button if they hear the alert again. Patient expressed understanding. Patient is waiting for the emts who will be bringing the patient to the hospital. The reported injury was not life threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Monitor was not recovered from the field. Confirmation of the alleged deficiency could not be fully documented due to unavailability of the monitor. Returned therapy cable could not be tested due to shock delivery and gel deployment which confirms that the therapy cable functioned as expected. There was no observed damage, and all gel was deployed during the event. Kestra will continue to trend similar complaints.